Event description:
It was reported that the patient was having increased dosing at each refill with no reduction in spasticity observed. The patient's spasticity was "over whole body". A catheter dye study was performed which revealed that the catheter was torn in the distal segment before it entered the intrathecal space. The patient status at that time was reported to be alive-with injury; injury being spasticity was not being controlled because baclofen was not being delivered to the intrathecal space. The patient was scheduled for a catheter revision and replacement. The pump system was being used to deliver baclofen. It was additionally reported that the patient was not involved in a fall or anything that led to a sudden posture change, and they had no weight gain. It was undetermined if the patient's anatomical structure was related to the tearing of the catheter; though it was noted, the tear was located prior to entry of the intrathecal space. An anchor was used. The catheter was removed and a new catheter was implanted. It was noted the fixation was checked during removal and was noted to be fine. It was noted after the new catheter was implanted the patient was responding to therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# unknown, implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the catheter revealed the following: the catheter was returned in one segment and did not include the portion with the dispensing holes. The most distal end of the catheter segment had a jagged and compressed look to it along with a significant oval shape when viewed in cross section. This indicates the catheter was compressed at this area, and most likely broke at this point. Holes in the catheter were noted in an area 2.5 to 3 cm from its distal end. The holes were on opposites sides of the catheter from one another which indicates the holes are possibly the result of a needle stick. Finally, pressure testing showed the catheter to be leaking at the sc connector. Inspection of the sc connector showed tearing in the seal material and an indent. The leaking seen at the sc connector is related to the tearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, UDI: asku. If information is provided in the future, a supplemental report will be issued.